Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. According to the instructions for use (IFU), high watt alarms are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed elevated power consumption and dark urine on (B)(6) 2017 and was hospitalized. Details regarding the results of any diagnostic and/or imaging testing were not provided. Details regarding whether initial, non-surgical treatments were provided were not provided. The patient underwent cardiac transplantation of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed abrasions on the upper and lower housing ceramic surfaces and matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factors, such as thrombus formation, may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the patient underwent initial treatment with argatroban prior to the cardiac transplantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.